Event description:
It was reported that this epicardial lead was surgically abandoned due to loss of capture (loc) and diaphragm stimulation. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).